Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had stopped downloading and stopped communicating. A technical support specialist (tss) tested the network connection and found the station was not pingable from the server. The health information technology (hit) team identified that the device was configured with an incorrect default gateway and corrected the setting. The tss then dialed into the station and verified, using the station configuration utility, then the station was configured with the following network settings. The tss then rebooted the station. A windows update completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was not communicating patient information. The customer stated that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.